Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview 7 scissors were discovered to be broken out of the package. A new kit was used to complete the procedure. There were no pt effects, as the case had not yet been started. The product is returning.